Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the physician prepared the sheath after inserting the farawave catheter through the valve, but before advancing it into the left atrium (the sheath was already positioned across the interatrial septum). The physician observed a continuous stream of bubbles entering the syringe during aspiration. To investigate, the physician removed the farawave catheter and occluded the valve with his thumb. Under these conditions, no bubbles were seen when aspirating. However, upon reinserting the farawave catheter and repeating the preparation, bubbles again appeared in the side port line and syringe. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported a pressure bag was used for the irrigation of sheath. The guidewire was positioned within the lumen of the farawave catheter, extending slightly beyond the tip (similar to a ballpoint pen). No other issue has been reported.